Event description:
The customer reported they noticed a bloody leak below the diff shear valve 85/87 estimated around 5cc that was contained in the drip tray below the valve. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated; however, the failure mode identified, upon recur, could cause un-flagged, flagged and or non-numeric results for the differential parameters due to improper segmentation of the diff sample. A field service engineer (fse) was dispatched. He observed leaking diluent around the diff shear valve and the fse replaced tubing from the shear valve to the diff heater to the t-fitting to resolve the leak.